Manufacturer narrative:
Deroyal: an engineering change order was implemented to change the IFU to the correct part number. All accounts who purchased the affected part numbers and lots are being sent a copy of the correct IFU.

Event description:
The rn reported that the npwt products were updated with a new bone drain, however, the new kits include the old dressing kits instructions.